Event description:
It was reported that the ventilator generated several technical errors and powered off after a short period of use in battery mode. There was no patient involvement. (B)(4).

Manufacturer narrative:
A field service engineer has been on site and has started the investigation. A supplemental MDR report will be sent when investigation is completed. (B)(4).